Event description:
The customers blood glucose was taken and the result was 231mg/dl. The customer took insulin based on the result. The customer had a doctors appointment secheduled for back concerns. The customer was diagnosed with a kidney infection. The customer passed out. The customer was taken to the hospital where their blood glucose was 50mg/ml. The customer was given antibiotics and insulin. The customer was admitted into the hospital. Controls were in range.